Event description:
It was further reported that the patient did not have jugular vein distension, and the patient had no edema. The patient's right atrial pressure mean was 12, and the patient's creatinine was 3.79. A renal consult was done.

Manufacturer narrative:
A supplemental report is being submitted for additional information and a correction to a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, renal dysfunction and worsening heart failure are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of heart and renal failure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient also underwent a left heart catheterization (lhc)/vad and outflow graft (ofg), angiogram de monstrated that there was 30-40mm gradient just distal to the bend relief by the proximal portion of the ofg also showed concerns for an obstruction. It was also reported that the patient experienced a mild acute kidney injury (aki) likely due to the recent contrast exposures performed. It was noted that the patient's creatinine was 4.79 and will continue to be monitored. No dialysis was required. It was also noted that the diuretic medication dose torsemide 60mg was effective. Of note imaging and cardiac catheterization did not indicate a vad malfunction nor ofg obstruction. -

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h6. Device codes (fdd/annex a) additional codes section investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information was received from the mechanical circulatory support product surveillance registry study. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized with chronic heart failure. A right heart catheterization (rhc) and ramp study noted adequate/partial unloading of the left ventricle (lv) at higher ventricular assist device (vad) speeds, concerning for aortic insufficiency or outflow graft obstruction. A computed tomographic angiography (cta) scan was negative for outflow graft obstruction and a transesophageal echocardiography (tee) showed no significant aortic insufficiency. The vad remains in use. No further patient complications have been reported as a result of this event.